Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave and crosstalk oversensing. All oversensing fell into the cross-chamber blanking period. The crt-d system remains in service. No adverse patient effects were reported.